Event description:
It was reported that bd scalp vacutainer® safety-lok¿ leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage in connection (adapter). Information received by email on 4/23/2019: the incident was noticed during the use. The leakage occurred through the connection of the tube with the hub. There was no damage. There was no need for medical or surgical intervention. There was no exposure of blood. The drug used was cefuroxima 750 mg.

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd scalp vacutainer® safety-lok¿ leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage in connection (adapter). Information received by email on 4/23/2019: the incident was noticed during the use. The leakage occurred through the connection of the tube with the hub. There was no damage. There was no need for medical or surgical intervention. There was no exposure of blood. The drug used was cefuroxima 750 mg.